Manufacturer narrative:
(B)(4). Only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: can details be provided of shape of reported malformed staples? Please refer to the photos attached. Was a leak test performed? If so, what type and what was the result? Yes, the leak test was performed as it¿s the one of the steps of the procedure and it was negative. No leakage was observed during the intra operative time. How many days postoperative did the leak occur? Around one week after the surgery. How was the leak identified? Usual symptoms such as tachycardia and crp. What was observed at the site of the leak upon reoperation? The patient was treated endoscopically (not surgically) with pig-tail drains and parenteral nutrition. How was the leak addressed? Please see my answer here above. Regarding the leak : the customer is not certain of the causality of the stapling in the occurrence of this complication, however, given the problems of malformation of the staples and the plastic particles detached from the reload that he has been able to observe lately, he wonders about the concomitance of these two events.

Event description:
It was reported that one of the surgeons has observed several times the staples malformed or completely open during sleeve gastrectomy procedure (photo available). The last time this issue, he observed some leaks (fistula) post operative problems witch can be related to this staples malformation issue but nothing really sure.